Manufacturer narrative:
This report is submitted on december 28, 2022

Event description:
Per the clinic, the patient experienced constant pain. The device was explanted (date unknown). It is unknown if there are plans to re-implant the patient with another device.